Event description:
It was reported when using the pyxis medstation es system, the drawers has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch sensor was not correctly seated in the hardstop mold. A field service engineer, removed back panel and all drawer board components were reseated to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.